Event description:
The user facility hospital reported that the locking mechanism on the a1059 mayfield modified skull clamp was too tight to close. It is was reported that the device was repaired by the australian service centre less than 3 months ago. There was no patient involvement and no patient injury.

Manufacturer narrative:
Integra completed its internal investigation 01/18/2017. The investigation included: method: DHR review; review of complaint management database for similar complaints; visual examination. Results: device history record reviewed for this product ID work order / lot/ serial # (B)(4) were manufactured on 10/22/2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: date 09/05/2016. Service history: repair # (B)(4), date 08/19/2016. Repair # (B)(4), date 02/24/2016. Reason for return: service request. A two year look back for this reported failure and or related to "locking mechanism is too tight" for this product ID shows that 6 complaints were received including this case. No new design or manufacturing trends have been identified. The returned device was cleaned and inspected. Index knob mechanism has seized in unlocked position and cannot be rotated due to residue build up within ratchet mechanism. Rocker arm is stiff due to residue buildup. Residue buildup in the pressure indicator is offsetting indicator by ~2lbs. Residue buildup was also found the last time this device was serviced, in late july. Recommend unit undergo general service including full disassembly, cleaning of residue and replacement of minor parts in order to restore full function to manufacturer's specifications. Conclusion: in summary, the end users reason for return was verified. The most likely reason could be due to residue buildup. This issue will be monitored.